Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 29nov2023. Medwatch report is mw5147929. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. "These syringes were provided as flu supplies. When placed on the flu syringe, several needles will not allow you to push the air out of the syringe."

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2188470. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.